Event description:
New information states the pulse generator was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rep reported that the pulse generator exhibited premature battery depletion. No additional information was available.